Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated sections. Correction. It was reported that a power port of the controller was loose as well as the controller experiencing double disconnection while power sources exchange; even though, only one battery was disconnected. The controller, con096775, was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 connector. Additionally, it was observed that the serial port data cap was missing. This observation is not related to the reported event and is likely due to the handling of the unit. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The manufacturer is investigating loose connectors with the supplier. The controller in use, con096775, did not have the smr software installed. Analysis of event log files revealed a controller power up event followed by a motor start event on 04/09/2017 at 10:00:18 and 10:00:28 respectively. The data point prior to the loss of power revealed that bat318530 was connected to power port 1 with 25% relative state of charge (rsoc) and that bat311944 was connected to power port 2 with 93% rsoc. The data point after the loss of power revealed that bat311655 was connected to power port 1 with 95% rsoc and that bat311944 was connected to power port 2 with 90% rsoc. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. Based on the log file analysis, the loss of power may have occurred due to an accidental disconnection of both power sources, given that one power source connected prior to the loss of power was replaced. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported per the vad coordinator that the patient experienced a double power disconnect alarm while he was changing power sources. At the time, the patient had only disconnected one battery and states there was a fully charged battery connected to the other power port of the controller. Upon further inspection, it was noted that there was a loose power port on patient's controller. Controller (B)(4) was exchanged to controller (B)(4) with no reported consequence or impact to the patient. No further information was provided.